Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c5-c6. The following post-operative event was reported: post op visit date-2004/04/16 ae onset date: (B)(6) 2004; ae description: patient called office 3-3-04 c/o severe headaches since beginning physical therapy 3-1-04. Pt's wife called 4-22-04 to state prescribed medications not working for headaches. Patient also c/o neck pain medication: yes;other treatment: referral to specialist <(>&<)> MRI post op visit date-2004/05/03 additional surgery: c5-6 fusion with atlantis plate <(>&<)> iliac bone graft; additional surgery date: 2004/05/11; hospitalization: ; additional treatment: revision surgery scheduled 5-11-04 additional comments: severe headaches <(>&<)> neck pain were diagnosed as having been caused by cervical pseudoarthrosis post op visit date-2006/09/08 additional comments: patient continues with occasional cervalgia and suboccipital headaches, pt. Takes excedrin prn for pain / headaches. Post op visit date-2008/07/02 physical therapy: yes; additional treatment: physical therapy description: patient continues with suboccipital headaches and some neck pain post op visit date-2010/07/07 injection: patient receives boxtox injections additional surgery: ; additional surgery date: ; hospitalization: ; additional treatment: injections are as needed. Botox injections to head. Description: pt. Continues with neck pain and bilateral shoulder pain post op visit date-2008/07/02 ae onset date: 2006/09/08; ae description: possible pseudoarthrosis, unable to confirm patient has fused over xray. Appears pt. Has gone on to stable pseudoarthrosis. Treatment: no; additional treatment: CT scan would be appropriate to confirm pseudoarthrosis but pt. Does not wish to do this. Post op visit date-2010/07/07 description: 7-7-10 xrays show stable pseudoarthrosis.

Manufacturer narrative:
(B)(6). (B)(4). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-815 / lot: unknown (x2) part: 876-715 / lot: unknown (x2) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.